Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly in an opened package. In addition, five photographs were received. Through the visual inspection, it was observed that there are two wedges present inside the adapter. It was also observed that a buildup of dried media was present between the catheter tubing and inner wall of the adaptor near its nose. Buildup underneath the nose of the adaptor is not a common occurrence and indicates that some form of leakage likely occurred. Leakage may occur due to damaged catheter tubing, wedge, adapter; damaged or misoriented septum. There was no damage to the nose of the adaptor or catheter tubing observed during the visual inspection. An air water leak test was performed next. The test is designed to show air leakage through holes in the catheter tubing or between the wedge and the adaptor that may not have been noticed during visual inspection. It was found that the second wedge prevents actuation of the septum to occur and a secure male connection from being made. The actuator and septum had to be removed to further perform the leak test. Leakage was not observed to the catheter tubing or wedges was observed. It is possible that dried media around the nose of the adaptor has hardened preventing leakage from occurring through any visible holes. The unit was dissected, and the wedges were removed. The septum was inspected, and it was observed that a large tear is present coming off one leg and does not reach the vent circle. Although the reported issue of a leak was unable to be recreated in the laboratory environment, it is confirmed based on the photographic evidence and the condition of the returned unit. Inability to connect the luer defect was confirmed due to a second wedge being present in the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that insyte autog bc global pnk 20ga x 1.16in leaked during use. The following information was provided by the initial reporter: at the time of initial entry, this was reported as follows: leakage of saline from either the catheter or the catheter hub was found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autog bc global pnk 20ga x 1.16in leaked during use. The following information was provided by the initial reporter: at the time of initial entry, this was reported as follows: leakage of saline from either the catheter or the catheter hub was found.